Manufacturer narrative:
The outcome attributed to adverse event was chipped teeth. The event date is approximate. Analysis results: product was not returned to confirm a malfunction has occurred.

Event description:
The consumer reported that their sonicare toothbrush chipped their teeth.